Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered itself off twice during testing. The customer reported that the batteries in the device were approximately 6 years old. The customer replaced the batteries and observed proper device operation. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The battery pins were described as slightly loose and were tightened. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered itself off twice during testing. The customer reported that the batteries in the device were approximately 6 years old. The customer replaced the batteries and observed proper device operation. There was no patient use associated with the reported issue.